Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A review of the event was conducted by an isi medical safety officer (mso). Per the mso, there is insufficient information available to determine whether or not an intuitive product may have caused or contributed to the adverse event. Additionally, the adverse event as described was not determined to be unique to an intuitive product or procedure.

Event description:
It was reported that after a transoral da vinci-assisted (tors) benign tongue base resection procedure, during recovery from anesthesia, the patient experienced profuse bleeding from an unspecified major vessel, requiring a transfusion. Due to the extensive loss of blood, a coma was induced, and long-term neurological consequences are expected. The affected vessel is unknown. Any other medical interventions are unknown, including the intervention performed to control the bleeding. The amount of blood loss is unknown. No fragments fell into the patient and no malfunction of a da vinci device occurred during the procedure. The system, instruments, and accessories were inspected prior to use, and nothing out of the ordinary was observed. The procedure was completed successfully. No other information was provided, due to an internal investigation at the hospital; the staff are unable to discuss the case further due to confidentiality.